Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the left circumflex artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced for dilattion; however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen. Microscopic examination revealed that the balloon has an 18mm longitudinal tear starting at the proximal balloon waist. The tip is damaged. There are numerous shaft kinks. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the left circumflex artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced for dilattion; however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.